Event description:
The complainant is an insulin dependent diabetic. Complainant indicates that they have continually received "lo" results (less than 20mg/dl). Based on these results complainant stopped taking insulin and started to eat sweets to bring their blood sugar up. Not feeling well they went to the doctor. Complainant's physician checked their blood sugar and received a high (hi) result (meter and method unknown) while at the same time the customers meter still read "lo" the customer did not have any supplies with them to continue the investigation. A request was made to return the system for eval.